Manufacturer narrative:
This report has been filed on july 14, 2016.

Manufacturer narrative:
Correction: the device was explanted (B)(6) 2015, and the patient was reimplanted with a new device during the same surgery. This report has been filed on july 31, 2015.

Event description:
Per the clinic, the patient experienced a loss of connection to the internal device and the issue could not be resolved. The implanted device remains.

Manufacturer narrative:
(B)(4).